Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the device identified no damage. When an attempt was made to inflate the balloon, a pinhole leak was identified in the shaft. The pinhole leak was noted at the proximal edge of the proximal balloon sleeve. An examination of the shaft identified no damages at the site of the pinhole leak. As a result of the shaft leak, the balloon failed to maintain pressure. An examination of the balloon found traces of solidified media present. No damage was visible in the balloon material there were no tears or holes visible in the balloon. No damage was observed with the blades on the balloon. The device was soaked in a water bath in order to soften the media inside the device, in order to facilitate balloon inflation. No damage was observed to the tip. An examination of the markerbands identified no issues.

Event description:
Reportable based on device analysis completed on 01feb2021. It was reported that the device was unable to cross the lesion and also failed to inflate. The eccentric target lesion area was located in the severely calcified right coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, an attempt to modify the plaque was attempted. However, the device failed to cross the lesion due maximum plaque burden at the distal end, and the proximal part of the lesion was checked, and it was noted that the device also failed to inflate. There were no complications reported and the patient was stable. However, device analysis revealed a pinhole leak at the proximal edge of the proximal balloon sleeve.